Event description:
On (B)(6) 2018, I attended an appt at a chiropractic clinic for electrical stimulation therapy and was wearing an iwatch on my left arm with the face of the watch towards my wrist. Shortly after the therapy started, I received a shooting pain which radiated from my neck where the stimulator pads were placed to my left wrist where the iwatch was located. It subsided and I continued therapy for a few mins. I have since had shooting pains from my neck to my wrist and muscle twitching in my neck which is markedly worse when I am wearing the iwatch. As such, I have stopped wearing the watch and will be reporting it to the chiropractor on monday. I am a registered nurse and it really has me concerned, something happened between the electrical stimulation machine and the iwatch that was significant enough to effect the nerves in my arm now 2 days post treatment. This may not be the right forum for me to relay this experience but I feel that it's important enough to have it documented. I love apple products and have owned an iphone for many years. I'm not saying that iwatches should be prohibited but it may be good to caution people to not use them with electrical therapies.